Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified quantity of amia cassettes had patient line green caps (pull ring) "falling off". The event was further described as the "the green cap of the patient line off, still inside the individual packaging, or really loose and then falling off when setting up". This was observed during setup of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.